Event description:
Grand slam 300cm wire opened. During preparation for insertion wire was found to be defective. The wire was removed/saved. Replacement wire obtained, prepped in usual way, and used without difficulty.device #1is this a laboratory device or laboratory test?no.